Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set had a disconnection issue; further described as the cap ¿drop down¿ from the transfer set. The event occurred after treatment of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.